Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during patient use, a ventilator had a backup battery failure alarm that continued for 10 minutes and automatically cancelled. The device continued ventilating. However, the patient was transferred to an alternate device. There was no patient harm reported.